Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was verified and attirbuted to patient impedance being out of calibration. The patient impedance was recalibrated to resolve the complaint. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.